Event description:
Per the clinic, on march 12, 2015 the patient sustained a head trauma resulting in loss of auditory perceptions from the internal device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted and the patient was re-implanted with a new device on (B)(6) 2015. This report is filed 27 jul 2015.